Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unknown time on (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿215mg/dl¿ on the subject meter, and ¿159mg/dl¿ on another meter performed within 30 minutes of one another. The patient informed the cca that they take insulin (self-adjuster) to regulate their diabetes. The patient denied making any changes to their usual diabetes management regimen due to the alleged inaccuracy. ¿2 hours¿ after the inaccurately high subject meter reading was obtained the patient developed symptoms of ¿shaky and stressed¿; however, the patient stated that they did not require any form of treatment as a result of this. The patient did not use another device to test their blood glucose over this period. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca walked the patient through a control solution test and it fell within the control range. Replacement products were still sent to the patient. Although during troubleshooting it was found that the patient¿s meter fell within an acceptable range with a control solution test, and therefore a malfunction can be ruled out, this complaint is still being reported because the patient allegedly developed symptoms indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/20/2015). The patient¿s meter has been returned on 2/5/2015 and evaluated by lifescan product analysis on 2/7/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (06/09/2015). The patient¿s control solution has been returned on 2/5/2015 and evaluated by lifescan product analysis on 5/25/2015 with the following findings:the control solution passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.